Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the band was successfully deployed; however, it did not stay attached to the tissue. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: device code 2949 for the reportable issue of bands falling off varix. Block h10: investigation results: the returned speedband superview super 7 device, and visual evaluation noted that the trip wire was partially rolled in the handle assembly; it was not secured in the handle slot when received. No damage was observed to the handle assembly itself. Engineers determined that the slack was not removed properly during the device setup while the suture loop and the suture were still intact; a crimp was present on the trip wire. Additionally, only one band was returned inside a plastic bag with no visible failure while the remaining bands were deployed. The ligator head teeth were undamaged and the suture hole did not have any visual damage. A functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard and indents were felt. No other issues with the device were noted. The reported event was not confirmed. Based on the condition and evaluation of the returned device, this failure is likely related to misuse of the device without any design or manufacturing issue. Therefore, the most probable root cause is failure to follow instructions. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. Review of the product labeling indicated that this device was not used per the instructions for use (IFU), specifically the set-up steps 4, 7, and 8 were not executed properly. Based on the condition of the returned device, engineers determined that the trip wire was not in the handle slot and slack was likely not removed as described within the IFU. This condition could have affected the overall performance of the device. (B)(4).

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the band was successfully deployed; however, it did not stay attached to the tissue. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event.